Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that patient experienced not getting readings on their receiver for several hours. No additional patient or event information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. The data log was reviewed and firmware errors were observed. The reported event that patient experienced not getting readings on their receiver for several hours was confirmed during log review. A root cause could not be determined.